Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010, to report the battery in their orthopat machine will not hold the charge. No operator or donor injury was reported. The evaluation of the returned unit confirmed the battery issue and found a blood spill in the inlet valve. As a result, various components needed to be replaced. The machine was then ready for use. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04-29-2011-001-r. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2010, to report the battery in their orthopat machine will not hold the charge. No operator or donor injury was reported.